Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm or low battery alarm noted. Pump had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after multiple battery changes. The customer was assisted with failed battery test troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to clear the alarm with esc and act buttons. The customer stated that neither compartment nor spring are damaged or corroded. The customer was advised to insert a battery and to make the battery was inserted properly. The insulin pump alarmed failed battery test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.